Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported stretched coils were confirmed although entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to the patients anatomical conditions. A review of the lot history record revealed no non-conformances. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional reported information was received: the guide wire coils were noted to be stretched.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion in the mildly tortuous, mildly calcified, mid left anterior descending coronary artery (lad). A balance middle weight universal ii guide wire (bmw) was advanced to the lesion and an unspecified stent was deployed. The bmw was then removed and re-inserted, and again advanced to the lad. Another unspecified guide wire was also advanced to the lad. When the procedure was completed, an attempt was made to remove the bmw. The bmw was pushed and pulled slightly, but still was not removed. A microcatheter was used to successfully remove the bmw. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. Additional information was requested.